Manufacturer narrative:
Pump was received with blank display due to moisture damage on electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was exosed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.